Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurement. The physician suspects lead tip/tissue interface issue which boston scientific technical services (ts) agrees. No surgical intervention was performed and the patient will be monitored. No adverse patient effects were reported. Ts reviewed the stored device data and noted episodes of oversensed noise which was confirmed to be a result of electrocautery during a limb amputation procedure.